Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl. The patient went to an emergency room where they were treated with insulin and fluids via injection. The reporter stated at the time of the call that the pump¿s time had been set incorrectly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump¿s time not being set correctly.